Manufacturer narrative:
Correction e1: initial reporter fax there is no complaint against the functionality of the device. The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code: cause not established will be used. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a revision procedure for an unspecified reason. No additional information is available at this time.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a revision procedure for an unspecified reason. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.